Event description:
It was reported that on (B)(6) 2012, a patient underwent a surgery using an interspinous process spacer at l4/l5. On (B)(6) 2012, recurrence of pain developed, for which a nerve block was performed. Details on the event were not provided. The event severity was non-serious. The event outcome was reported to be resolving on (B)(6) 2012.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2014, postoperative recurrence of pain developed, for which nerve block injection was performed. The event severity was serious. The pain was considered as l5 neuralgia caused by vertebral canal stenosis. X-ray performed on the same date revealed no abnormality in x-stop position and inter-spinous process distance (l4/l5). The event outcome was reported to be ¿resolving¿ on (B)(6) 2014. It was confirmed that no additional surgery was required for the event. As for the event outcome, the physician commented that the pain showed an improving tendency after nerve block injection and was currently being treated with medication (unspecified).

Manufacturer narrative:
(B)(6). (B)(4). Location : unknown although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2013: investigator determined that the treatment was effective for the patient. (B)(6) 2014: patient was diagnosed with nerve root symptom at right l5. Comments: there was a possibility that neuralgia occurred due to foraminal stenosis. Symptom tended to be resolving after the nerve root block. Investigator determined that the treatment was effective for the patient. On (B)(6) 2015: patient withdrew from the study. Patient did not visit and no interview was possible during the period due to moving of the patient etc. Investigator determined that the treatment was effective for the patient.